Event description:
It was reported that the ilet user experienced a low blood glucose of 55 mg/dl detected by a pump alert, treated the event with approximately 5.75 g of carbohydrate from one cookie, and subsequently had blood glucose rise to 220 mg/dl, later peaking at 242 mg/dl after an announced breakfast before returning to range. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included the need for additional user training and consultation. Investigation included review of device-reported glucose trends and meal announcement practices, and referral to clinical mentoring for education. Investigation of this case revealed no device malfunction identified from available information, with the event characterized as hypoglycemia and hyperglycemia of unclear cause in the context of user treatment and timing of meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.